Manufacturer narrative:
Implant date reported as (B)(6) 2021, date of death reported as (B)(6) 2021.

Event description:
It was reported that the patient died. It was reported via social media that the patient was implanted with the watchman closure device. One month post procedure the device had embolized and the patient required open heart surgery to retrieve the device, but ultimately the patient died.